Event description:
On january 21, 2025, inspire received a report of a patient death which occurred on (B)(6) 2025, two days following the implant of the inspire system which consisted of the following components: an implantable pulse generator, a stimulation lead, and a respiratory sensing lead. The information contained in this MDR was reported to inspire by the implanting physician, the patient¿s spouse, and the inspire representative present at the implant procedure. On (B)(6) 2025, the patient was cleared for surgery and the implant procedure was completed without any adverse events occurring. It was reported that, prior to the procedure, the patient took their lisinopril as usual. Following the procedure, the patient awoke in the care unit and complained of having a sore throat. Shortly thereafter, the patient was cleared and discharged. Upon arriving home, the patient continued to complain of having a sore throat. Shortly thereafter, the patient complained of tongue swelling. The spouse called the implanting surgeon¿s access line to report the patient¿s condition. In describing the patient¿s condition to the access line physician (a physician other than the implanting physician), the patient¿s spouse indicated that the patient was able to breathe, but continuing to complain of having a sore throat. The access line physician advised the patient¿s spouse to seek emergency medical care for the patient if their symptoms worsened. Approximately 30 minutes after the call with the access line, the patient began to complain of having difficulty breathing, and, shortly thereafter, lost consciousness. The patient¿s spouse called 911 and initiated chest compressions on the patient until emergency responders arrived. Upon their arrival, the emergency responders performed a cricothyrotomy to establish an emergency airway after unsuccessfully attempting to intubate the patient. The patient was then transported to the hospital and admitted into the ICU. The attending ICU physician suspected that the patient was experiencing an angioedema event. No imaging was performed of the patient¿s chest and neck area. While at the hospital, the patient was on life support and remained in the ICU overnight. On (B)(6) 2025, the implanting physician was notified of the patient¿s condition and asked to consult regarding the possible transfer of the patient from the treating hospital to the implanting physician¿s care facility. Upon further discussion between the implanting physician and the ICU physician, imaging was performed which showed no surgical site abnormalities, no hematoma, no cervical abnormalities, and no vascular injuries. It was determined that the patient would remain at the treating hospital. The patient remained on life support and in the ICU overnight. On (B)(6) 2025, the family authorized the withdrawal of life support. The patient passed away shortly thereafter. According to the implanting physician, a reaction from the anesthesia and the patient¿s lisinopril led to the development of the angioedema which is the suspected cause of death. An autopsy was not performed. Inspire has not received the patient¿s death certificate reporting an official cause of death. Other than routine testing required during the implant procedure, the patient¿s inspire therapy was not active at any point following the implant procedure and is not believed to be the cause of, or a contributing factor to, the patient¿s death.